Event description:
It was reported that the device reached the elective replacement indicator prematurely. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance led to elective replacement indicator. Battery depletion was indicated. Elective replacement indicator due to high battery impedance was logged on (B)(4)-2011. The ramware version 8 was installed on (B)(4)-2010. The device is still in use.